Event description:
Md reported that device kept locking. Specifically, the knife blade became stuck and the trigger would not move. As a result, there was a minor delay in case related to opening another device. No harm or injury to patient; procedure completed.======================manufacturer response for ligasure monopolar tip, ligasure monopolar tip/ covidien ligasure advantage (per site reporter).======================have not heard back on this device.what was the original intended procedure?laparoscopic assisted vaginal hysterectomy.device #1is this a laboratory device or laboratory test?no.